Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up after receiving a patient notifier. An extended charge time was observed. Two capacitor maintenances were performed resulting in normal charge times. The patient will be monitored with close follow-ups. There were no adverse consequences to the patient.